Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacer dependent patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited noise. All other electrical parameters were stable. No intervention was performed. No further information was available.